Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: left side flat.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Physician reported via op report left open capsulotomy performed.

Manufacturer narrative:
Laboratory device analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed one opening on the anterior side assessed as fold flaw opening. ¿ capsular contracture : unable to observe since it is a medical event is not related to the device. Additional observations: ¿ white particles observed inside the device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.